Event description:
It was reported that the patient experienced a hypoglycemic event after a meal while using an ilet bionic pancreas with a freestyle libre 3 plus cgm, with the lowest values of 57 mg/dl on cgm and 58 mg/dl on fingerstick, lasting about 30 minutes, after which the patient consumed oral carbohydrates and later recorded recovery to 113 mg/dl by glucometer and 97 mg/dl on cgm. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included temporary low blood glucose that resolved with oral carbohydrate without medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding confirming lows with a fingerstick and allowing time for cgm to align with capillary glucose. Investigation of this case revealed no device alarms, no manual insulin dosing errors reported, and a probable cgm-lag-related discrepancy between cgm and glucometer during recovery, consistent with known sensor physiology and meal-related glycemic dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.